Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, three (3) screws shattered on the cranium during insertion. Fragments were generated which then had to be removed piece by piece. The heads of the screws were disposed of and the rest of the screws had to be left in the patients cranium as they could not be removed due to the shattering of the screw. There was surgical delay of one (1) hour. Procedure was completed successfully. Patient outcome is reported as well. This report is for one (1) unknown screw. This is report 2 of 3 for complaint (B)(4).